Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and provided customer onsite support. After servicing, the probable cause was identified as hardware-sample probe inner wash syringe. The fse replaced faulty degasser to resolve the issue. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously high glucose (glu) patient results generated on their au5800 clinical chemistry analyzer (pn: b96698, sn: (B)(6). No erroneously high glu patient results were released outside the laboratory. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.